Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the left upper arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated twice; however, during inflation at around 12 atmospheres, the balloon ruptured. The device was removed without any issue and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.